Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to covidien that there was an issue with their enteral feeding pump. Upon triage on (B)(6) 2017 the service technician found that the unit had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. The issue was isolated to printed circuit board (pcb) component u14. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.